Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The outcome for the made mistake/touch contamination and peritonitis were unknown. On an unreported date, dianeal therapy was withdrawn. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis is confirmed because it was reported by the nurse that there was a break in aseptic technique, which is a use error that can cause peritonitis instructions related to the reported problem are contained in the product labeling. A batch review was conducted and no defects or deviations were found during the batch reviews that could be associated with the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.